Event description:
Complainant alleged that while treating a patient the device was charged to deliver energy and displayed a "bridge test failed" message upon muliple attempts to deliver energy. The device was able to administer a reported two shocks to the patient successfully. Complainant indicated that the patient subsequently expired.